Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there were two issues with the extension during the implant procedure. The set screw position one in the extension became loose and fell out. Another screw was opened, but it would not go into the thread. When tightening the set screw position 0, the nut holding the screw twisted and started to distort the connector. The hcp was holding the nut between their pointer finger and thumb as they have done previously, but the nut twisted as the screw was tightened. The hcp loosed the screw and tried again, but the nut twisted again. The extension was replaced, which resolved the issue. No surgical intervention was taken or planned.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed no significant anomaly. The distal end setscrew was missing and/or broken in-vivo. A known-good setscrew was used to test the #1 connector spot of the extensions distal end. The setscrew was able to tighten on a known-good lead and secure it in place, and twisted freely in the #1 connectors threads. No evidence of twisting was observed when performing visual analysis of the extensions distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.